Event description:
Customer reported that she experienced high blood glucose all day. Blood glucose value was over 554 mg/dl. Customer experienced vomiting, tiredness and dehydration. Customer was advised to reach for medical attention but customer refused to go to the hospital. Customer stated that she went through the body scanner at the airport wearing the insulin pump. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles but customer found an insulin leak; when she removed the infusion set she had insulin all over her hand, she had not connected it correctly when she reconnected after shower. Insulin did exit the tubing with manual rime. Time and date are correct. Nothing further reported. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.